Event description:
It was reported that the customer's insulin pump had a blank display. The customer reinserted the battery and was able to run the self test successfully. The customer's blood glucose was 140 mg/dl. Troubleshooting was done. The customer stated that the display was not currently blank. The customer stated that there were cracks around the battery compartment of the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was monitored in 2 days and had no blank display noted. No moisture damage on electronics noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.